Event description:
The doctor reported the implant was removed due to osseointegration failure around 45 days after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported bone resorption during the implant removal surgery. The patient has since recovered.

Event description:
The doctor reported the implant was removed due to osseointegration failure around 45 days after implant placement surgery. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported bone resorption during the implant removal surgery. The patient has since recovered.